Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was micro-dislodged, and loss of capture occurred at max output. A revision procedure was performed and this rv lead was repositioned. After repositioning good capture was attained. This rv lead remains in service. No additional adverse patient effects were reported.